Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) hw36817 was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that, one day after the ventricular assist device (vad) implant procedure, the patient experienced a urinary tract infection that was related to the intra and postoperative urinary catheter. The patient had a fever up to 38.8° and germs of pseudomonas aeroginosa was found in a urine culture. The patient received treatment with several antibiotics. Based on the available information, the device may have caused or contributed to the reported event per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. Th ere are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after the ventricular assist device (vad) implant procedure, the patient experienced a urinary tract infection that was related to the intra and postoperative urinary catheter. The patient had a fever up to 38.8° and germs of pseudomonas aeroginosa was found in a urine culture. The patient received treatment with several antibiotics and the vad remains in use. No further patient complications have been reported as a result of this event.